Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic sling system during a procedure on (B)(6) 2012. Reportedly, the patient developed pain, which was consistent and was localized to her lower right side, almost immediately post-procedure. Three weeks post-procedure, the patient's pain became unbearable, and she visited the physician for treatment. The physician did not know the cause for her pain, and the patient was not prescribed any medication, but was advised to pursue physical therapy, which she has been undergoing intermittently. Approximately one month post-procedure, she developed incontinence. Additionally, she developed two unspecified infections as well post-procedure. On (B)(6) 2012, the patient underwent a procedure, where her scar tissue was removed. The patient reportedly continues to experience pain and incontinence. The patient is scheduled to return to the physician on (B)(6) 2013, to review her complications with the physician.